Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a cracked case on the battery compartment. Pump was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring, cracked case near the corner of belt clip rails, cracked keypad overlay. Pump was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump error 35 is found in the long trace file. The pump error 35 occurred on (B)(6) 2021 at 10:08:00 am. The case was cut open. After visual inspection, there are signs of previous moisture presence on/around the following: motor sleeve, inside of the motor slide, gearbox, home motor switch. The motor sleeve was stuck to the motor slide when the boards were being taken out of the case. The force sensor zero offset measured in spec = 23.8 mv. In summary, the customer¿s report of a cracked case on the battery compartment was confirmed during testing. The critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on motor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump had crack alongside battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.